Manufacturer narrative:
Date of event was approximated to be (b)(6 2018 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was prepared for use during a procedure. According to the complainant, during preparation, the snare loop was deployed and it was noted that the wires had separated and appeared to be a "net like shape". The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was prepared for use during a procedure. According to the complainant, during preparation, the snare loop was deployed and it was noted that the wires had separated and appeared to be a "net like shape". The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. (B)(6). (B)(4). Visual evaluation of the returned device found that the device does not have any visual failure and the loop is in good condition. Functional analysis showed that the device passed the retroflex test, it extends and retracts within specifications. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.